Manufacturer narrative:
(B)(4): the customer reported intermittent ECG via both pads and leads. There was no report of negative patient impact. The unit was evaluated by philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported intermittent ECG via both pads and leads.